Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, tilt test, and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed broken pebax. However, the root cause of the damage could be related to the handling since there are control inspection points to avoid these issues in the process. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. Biosense webster's quality process ensures all devices are manufactured, inspected, and released to approved specifications. Initial reporter phone: (B)(6). Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the broken pebax identified by the bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when the doctor used the catheter, the catheter could not flex. There was no patient consequence. The customer¿s reported deflection issue is not considered to be MDR reportable since the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found the pebax to be broken. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.